Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 275 mg/dl and the sensor glucose was 400 mg/dl at the time of the incident. The customer reported that the insulin suspended at 59 sensor glucose and her blood glucose was 275 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin delivery was suspended due to sugar glucose values. On (B)(6) 2017 the customer reported blood glucose of 54 mg/dl. The customer was advised to monitor the sugar glucose performance. The customer reported having several surgeries in stomach and stretch marks in the stomach. The sensor will not be returned for analysis.